Manufacturer narrative:
A portion of the implant was removed; removal date unknown.

Event description:
It was reported that the patient developed a wound, possibly infected, post-implantation with no alleged defect in the implant. A portion of the implant was removed.